Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer changed the infusion set and cartridge and resumed insulin. A system check was then performed by tandem technical support and no issues were identified. Customer changed the necessary pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.